Event description:
It was reported that during implant attempt, the patient experienced muscle/nerve stimulation. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, however blood was noted on the distal conductors (not obstructed); the full lead was returned and analyzed.